Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced the post-op complication of wound dehiscence. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Wound dehiscence is known inherent risk of the surgery/use of the device and included as possible complication in the adverse reaction section of the instructions for use (IFU) supplied with the device. This MDR report the adverse event of wound dehiscence. An additional MDR was submitted to report additional ae of allergic reaction. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial (B)(6): on (B)(6) 2015 , patient underwent bilateral revision augmentation; ptosis using a vertical incision. 2 pieces of galaflex were used. Concomitant procedure was mastopexy. On 01/12/16, wound dehiscence, right areola, was reported, and the patient underwent a debridement procedure. Resolved without sequelae on (B)(6) 2016. Review by medical affairs identifies the reported ae is likely related to the device and serious.